Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the shaft weld at the body of the straight suction had broken. The two pieces had separated. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that one of the straight suctions on site was broken in half. The actual suction cannula separated from the handle where the suction and tracker attach. There was no patient present when this issue was identified.